Manufacturer narrative:
Reported event: an event regarding revision involving a securfit stem was reported. The event was confirmed. Method & results: -device evaluation and results: device was not returned however, inspection of provided explanted image shows some blood stains on stem. Nothing else can be determined from the explanted images. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review: there has been no other event for the lot referenced. Conclusions: the event of revision was confirmed as explanted image of stem was provided which shows some blood stains on it. The root cause of the event could not be determined because device was not returned for evaluation and insufficient information was provided. No further investigation is required at this time. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Sales rep reported patient is mentally challenged, not sure if she suffered a fall & fracture.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Sales rep reported patient is mentally challenged, not sure if she suffered a falland fracture.